Event description:
It was reported that the stent detached from the catheter in the profunda, where it was expanded and implanted. The intended treatment site was the left renal. There was no further stent placement performed. There was no report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.